Manufacturer narrative:
(B)(4). This report was from a home patient (hp) who primed the patient line to about an inch from the top and leaked when placed below the connector level. The report was not confirmed due to a lack of sample and no root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a reload the set (rls) 201 alarm, the home patient (hp) stated that he lets the patient line prime to about an inch from the top. The technical service representative (tsr) explained that baxter recommends to have the patient line primed completely. The hp stated that he had the patient line leak solution out of it if it was to low, so the nurse told him to raise the patient line a little. The hp stated that he has been fine. There was patient involvement, but no injury or medical intervention reported. A follow up was done via phone call. The hp stated when he mentioned about letting some of the solution leak out if the patient line did not prime all the way, this had not happened in over a year since his nurse told him to raise the patient line up a bit and when it would leak out he would call baxter, but he restated that this had not happened in over a year. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.